Event description:
A customer contacted beckman coulter inc. (Bci) to report reagent a probe leak from the wash collar on the unicel dxc 800 pro synchron chemistry analyzer . No injury was reported.

Manufacturer narrative:
Customer called back on the same day and reported that problem resolved itself and service does not need to come in. On (B)(6) 2011, the customer called back and reported that the problem recurred returned. Field service engineer found instrument running with no leaks, but did find fluid on the reaction carousel cover. Fse replaced the wash collar vacuum valve and wash collar wash valve located on the fluid manifold. Primed x 20 without errors.